Manufacturer narrative:
No other pt impact has been reported than the unnecessary dextrose injection. Several attempts have been made to get more info from the reporter but there has been no response from the customer. The investigation performed at hemocue on the analyzer and the microcuvettes provided by the customer showed that the system operated within specification. The alleged malfunction could not be confirmed.

Event description:
A baby delivered on (B)(6) was being monitored for blood glucose levels. On (B)(6) a capillary sample was measured on the hemocue glucose 201 dm system giving the result 2.2 mm. Approximately the same time, a venous sample taken and analysed on an olympus au680 (lab method) measured 3.4 mm. The locally set criterion for treatment at this hospital is 2.3 mm, and the baby got an unnecessary injection of dextrose 10%, 2 ml/kg, based on the result from the hemocue system.